Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous coronary artery. The physician advanced the 15mm x 2.00mm apex monorail balloon catheter across the lesion, inflated the balloon once to 5 atms, and the balloon ruptured. The physician completed the procedure with a different device. No patient complications were reported and the patient's status is good.